Event description:
During a programming session, in-situ measurements revealed 4 electrode channels in high impedance status. The patient reported that everything is too loud. No trauma or falls were reported.

Manufacturer narrative:
(B)(4). Additional information: based on the received information a damage to the active electrode, very likely due to minute device mobility, is suspected. Additionally the patient_s pre-existing medical condition (i.e. Dementia and autism) might be a contributory factor for the lack of benefit. A date for explantation has not been made available so far.

Event description:
Patient reported uncomfortable hearing sensations. No trauma or falls were reported. Re-implantation is being considered but a date has not been set.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Additional information: based on the received information, damage to the active electrode, very likely due to minute device mobility, is suspected. Additionally the patient's pre-existing medical condition (i.e. Dementia and autism) might be a contributory factor for the lack of benefit. Reportedly the device has been explanted, but will not be made available for investigation.

Event description:
Patient reported uncomfortable hearing sensations. No trauma or falls were reported. The patient has been re-implanted but the device's whereabouts is unknown and therefore it cannot be investigated.